Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt called alleging that his meter was set to the incorrect unit of measurement and that a medical professional treated him with glucose. No info on what his readings were on his meter or the md's meter. This case is being reported as a malfunction, since the changing of the unit of measurement appears to be a 'spontaneous occurrence' that is not caused by changing the battery, or the pt accidentally changing the settings.